Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 06/06/2017 that on (B)(6)2017, the transmitter stopped working before three months of use. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data. The root cause could not be determined.